Event description:
It was reported that after a gel-one injection, the patient began to feel pain, fever and red rash. Patient underwent biopsies and was diagnosed with autoimmune reaction to the gel-one injection. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.